Manufacturer narrative:
Analysis was normal. No anomalies were found.

Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that a patient presented for an implant procedure with a left ventricular lead placed with much difficulty due to tortuous vein anatomy. Diaphragmatic nerve stimulation was observed. As the sheath was pulled back, the lead had dislodged and pulled back. A new lead was used. The procedure was completed with patient in stable condition and without complaints.